Event description:
On 02-mar-2026, a facility representative reported via (B)(4) that an ar-8741-40 t10 beveled hexalobe driver shaft broke off into the head of the screw when inserting into patient during a metacarpal fx procedure. The broken piece was retrieved from the patient, and the case was completed successfully. Additional information was received on 04-mar-2026. The rep advised that the surgeon used a handle (ar-8700rh) attached to the driver shaft (ar-8741-40) to insert the screw by hand. They stated the surgeon used a 1.4mm guide wire (ar-8741-14), as well as a 2.9mm drill bit (ar-8741-25) to prep the bone for the insertion of the screw. The surgeon was not able to use the driver shaft (ar-8741-40) to remove the screw since the driver shaft broke off into the head of the screw (ar-8735bv-50). They were able to use instruments the hospital owned to retrieve the remaining pieces of the driver shaft out of the head of the screw. They then used a different driver shaft to remove the screw (ar-8735bv-50), they re-drilled with an ar-8741-25, and inserted an ar-8735bv-48, which was implanted using a different driver shaft. The surgeon used the 3.5mm beveled screws, implanted/explanted ar-8735bv-50, and implanted ar-8735bv-48.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.